Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the balloon came off the scope at the end of an endobronchial ultrasound-guided transbronchial needle aspiration procedure involving an olympus balloon. The doctor removed the scope from the patient and noted that the balloon was no longer on the distal tip of the scope. They reinserted the scope to look for it and found the balloon in the filter of the anesthetic machine. The procedure took longer because they had to look for the balloon. There was no patient injury reported.